Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative reported feeling a jolting sensation that occurred near her back and shot down her leg. Now, the patient had coverage changes to feeling stimulation in her abdomen. It was unknown what led to the event. The rep was going to see the patient to reprogram and check the device. The patient turned off the stimulation. No surgical intervention occurred and it was unknown if any was planned. The patient further reported the battery was flipping and moving in the pocket. It was getting caught on the table and bulging out. Later, a different rep reported the patient¿s battery was tilted in her abdomen. The surgeon told the patient to wear her abdominal binder to help with that issue. The patient denied any jolting to the rep and the rep reprogrammed her and she was happy with the result. Relevant medical history included spinal pain. Please see manufacturer report #2649622-2016-00321 for information on the patient's concomitant product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported poor coupling and having a hard time charging the implantable neurostimulator (ins). It was very picky and she had to lay in a certain position on her left side and had to wait 15 minutes to event get any bars. The patient wore the belt very tightly too. The patient wanted to see if she could get some sticky patches to see if they would help her charge easier. The ins was tilted. The patient had trouble with it flipping at first and now noticed it had moved up toward the rib. It was not in the pocket any more as it used to be at her belly button line. The top of it stuck out and caught on things and the ins had not scarred in yet. The patient wore a binder to try to keep it flat and the doctor kept telling her to push it down. It did not lay flat as the bottom was in deep and the top was sticking out. It was also noted the therapy was turning on and off by itself. The patient would feel stimulation. Then all of a sudden it cut out and then started back up again. It was unknown if the patient had cycling programmed. The patient said she had asked a manufacturer's representative (rep) about it and they did not know what was going on with it. The patient noted she had to have the stimulation turned up so high to get rid of her back pain that it caused overstimulation in her legs. It was her back that was bad and she did not really need it for her legs, she needed it for her back. The patient also had two paddle leads and could feel them when she leaned back and had pain there. The pain was where they implanted the paddles. The healthcare provider (hcp) told her she had a tight spine and that they had a hard time getting them in and that she would never be able to remove them due to her small spinal space. These issues occurred in (B)(6) 2015. Shocking was also noted. The patient said one time she was getting up from a chair and turned to pick something up from the table and the stimulator shocked her. It felt like a 220 dryer and it knocked her back into the chair. It hurt for two days and the patient did not know if tit was from a nerve or from the stimulator. This pain was going now and this was a one-time occasion that occurred in (B)(6) 2016. Further information received from the manufacturer's representative (rep) reported the rep was not aware of the patient¿s stimulation turning on and off. It was noted the patient was not likely in cycling mode as it was not an option they used in the area. Looking through notes, the rep mentioned the patient had been pleased with the rep¿s programming in the past. A different rep noted the patient had never been quite happy with the device since implant. It originally started with the trial where she was never sure if it was helping or not, but ended up going on to the permanent implant. After implant, the patient did not like the stimulation and was not receiving benefit. The patient was reprogrammed by a rep and was happy with it. Then the shocking issues began. The patient was reprogrammed again by a different rep and was happy with it again. Then the protruding issues began. The issue about the therapy turning on and off, cutting in and out, was new to him and he had never heard about the issue.